Event description:
The facility reports the pt was being lowered in the chair. As the sub chassis wheels touched the floor, the chair and pt fell forward onto the floor. The safety catch on the sub chassis was found broken on the floor after the incident. No reported injuries.